Event description:
It was reported that after approximately three days of intra-aortic balloon (iab) therapy, a leak occurred. The patient was not excessively calcified. The iab was removed and replaced with a new one. There was no patient harm or adverse event reported.

Manufacturer narrative:
A portion of the catheter tubing and membrane was returned. The membrane was completely unfolded and blood on the interior and exterior of the catheter. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the balloon and portion of catheter tubing was performed and two leaks were detected on opposite sides on the catheter tubing located approximately 51.3cm from iab tip. The penetration found in the catheter tubing appears to have been caused by a sharp object. Though we are unable to determine when the penetration may have occurred, it is likely that it caused the reported problem. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Reference complaint # (B)(4).

Event description:
It was reported that after approximately three days of intra-aortic balloon (iab) therapy, a leak occurred. The patient was not excessively calcified. The iab was removed and replaced with a new one. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint #(B)(6).

Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that after approximately three days of intra-aortic balloon (iab) therapy, a leak occurred. The patient was not excessively calcified. The iab was removed and replaced with a new one. There was no patient harm or adverse event reported.